Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that there was a mrsa infection. The entire device was removed, newly implanted again on (B) (6) 2026. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a /healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the infection was related to the ins that was implanted on (B)(6) 2025. Infectious disease was consulted. The stimulator was removed on (B)(6) 2025 and the patient received nd followed by IV antibiotics (ceftriaxone and dalbavancin). The infection has improved and resolved with antibiotics. No ongoing signs of infection at last evaluation.

Event description:
Information was received from a health care professional (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). The hcp reported the pt's managing physician wanted to do MRI to diagnose the extent of the infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.